Event description:
Rn gave a subcutaneous injection using a bd safety glide 25 gauge needle. She stated she engaged safety and felt a click. She was stuck in right hand with exposed needle when cleaning up supplies. She said the needle was lying outside of the safety shield.